Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was "60 the last three days and now today it is 112 beats per minute. The patient inquired if the device was "hooked up right or if something has come loose." The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.